Manufacturer narrative:
The complaint description states that the locking ring on the trial neck was damaged not allowing the head trials to be placed onto the neck trial. Examination of the returned device confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking ring on the trial neck was damaged not allowing the head trials to be placed onto the neck trial. The surgeon then totally removed the locking ring with a pair of surgical forceps to continue the operation. No effect on patient outcome, delayed surgery by 10-15 seconds while surgeon removed damaged locking ring. Neck trial used without locking ring by surgeon, no pieces missing. Joint stable.